Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found problems related to reprocessing. Electric safety test failed on the insertion section (the insulation resistance value between distal end and connector is out of specification). Physical defects of the bending section and insertion tube including unusual shapes defects of adhesive, irregularities in appearance of the adhesive on the bending section, gap of adhesive on the autoclavable rubber. Aspiration problem, air/water flow issues from the air/water flow system, external defects on air/water cylinder. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a white crystallized contamination in the air / water channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: detection methods are written in instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are written in instructions for use: gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.